Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Analysis showed that the allegation was confirmed by observation of insulation damage consistent with wire escaping the lumen.

Event description:
Boston scientific received information that this left ventricular (lv) lead had electrode end damage. When placing this lead onto the wire, the tip of the wire perforated the lead between the electrodes. A new pacing lead was used. This lv lead was never in service. No adverse patient effects were reported.